Event description:
Report received a non-delivery of IV fluids. The device was returned from clinical service with the complaint that an unspecified solution was programmed to be delivered at an unspecified rate. It was reported that the pump display was incrementing as though fluid were being delivered, but there was no actual delivery of fluid. It was unknown if the pump alarmed. The customer contact did not know how long the non-delivery event lasted. There was no tracking information (patient, nurse, location) available to obtain further information on the reported event. The pump was removed from clinical service. There was no reported adverse effect to the patient.